Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device. The following steps failed: information button & self-test. Charging and checking of power module in charger ubc ii. Function ¿ test. Saw ¿ test. Check liquid indicator. During the service evaluation the following failures were identified: functional : will not charge. Functional : leak - liquid. Functional : led warning light indicator error - service. Conclusion: failure reported is confirmed. Root cause: cause could not be determined (3217). Action: return unrepaired. The device has not been previously serviced. Device history record shows the lot of 05.001.202 was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition.

Event description:
It was reported that during service and evaluation, it was determined that the power module for trauma recon system device was leaking a liquid. It was noted in the service order that the device does not work. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.